Manufacturer narrative:
Follow-up #1: date of submission 01/08/2016. Device evaluation: the device has been returned and evaluated by product analysis on 12/23/2015 with the following findings: the pump powers up to blank screen. There was no vibration detected at power up alert. Visible moisture was found behind display lens. Leak test performed; failed due to pump case leak. Pump case cracked at the top right corner of the display lens. The pump opened; evidence of moisture found internally. Rust was found on the vibration motor and ir (u29), moisture damage found on display screen flex and connector, transceiver pcb , main pcb and support bracket. Keypad is peeling up at contrast button. Unable to verify keypad response due to blank screen at power up. Removed keypad to inspect under contacts, contamination/residue found under all keypad contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (moisture ingress) issue. It was noted that there was moisture behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.